Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, the type 1b endoleak was reported and the physician elected to implant two (2) ovation ix lilac limb stents. This procedure is outside the indications of use due to the use of ovation ix and afx stents together. This event was previously reported under 2031527-2018-00753. Now, approximately seven (7) years post initial procedure, a type 3b and 3a endoleaks were reported. An intervention was completed. The physician elected to reline the original implanted devices with ovation ix abdominal stent graft system to resolve this event. The patient was treated successfully.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak of the bifurcated stent graft and type 3a endoleak between the bifurcated stent graft and the right limb extension. The event is most likely user related due to the extra manipulation during the multiple embolization procedures done on (B)(6) 2020 and (B)(6) 2020. Additionally, the secondary endovascular procedure on (B)(6) 2018 was off-label due to ovation limbs were implanted in the afx bifurcated stent graft (concomitant use with products outside the IFU). The procedure related harms for this event could not be determined with the medical records and imaging available to review. The final patient status was reported being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.